Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: rep reported it is unknown if any blood products were given. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an adrenalectomy procedure, the surgeon placed the clip, applier over the adrenal vein, went to fire, and there was no clip. The vein was crushed and caused an unknown amount of blood loss. The surgeon opened new clip applier and was able to stop the bleeding and get the patient to stable condition. The procedure remained a laparoscopic procedure. It was determined that the new surgical tech did not load the first clip. Procedure was completed successfully with only a minor delay and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2021. D4: batch # u94w4u. H6: component code: others. H2: additional information received:what was the estimated amount of blood loss that occurred during the procedure (as event reports ¿tremendous blood loss¿)? N/a (not applicable) was the new clip applier alone sufficient to stop the bleeding and complete the procedure without further patient consequence? Yes, the surgeon was able to further dissect and then clip. Or was the patient given blood products during the procedure as a result of the bleeding that occurred? Not that I am aware of. In addition, was there any change to the adrenalectomy procedure as a result of the bleeding that occurred? No. In the event description, you also reported a delay to procedure. Why was there a delay in the procedure? Delay due to having to dissect further and suctioning and reclipping. Did the delay in the procedure result in a patient consequence? No if so, what was the consequence to the patient? N/a (not applicable) what is the current patient status? Recovered. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage and with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining fifteen clips as intended. The jaws of the clip applier were inspected and no burrs or sharp edges were observed. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: " caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Check to ensure that each clip has been securely placed around the tissue being ligated." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.